Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report that universal surgical manipulator (usm) 3 kept faulting out. Tse reviewed the logs and found 319 faults for the arm. Prior to calling in, site had already power cycled the system, and the fault came back. Site had an issue with it yesterday and the arm got disabled. Tse recommended to disable it today and use three arms if possible. Site hung up and was going to contact the surgeon to see if he was willing to do the case with three arms. Site called back to inform they would cancel/reschedule procedures if the system is not fully functional. The procedure was aborted with no reports of patient injury

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm) due to error 319. The original usm he brought as a replacement was not working. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported error was confirmed and replicated. In system logs, error 319 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where check all boards and fiber test was found to be failing on the rolling loop and parallelogram fiber assemblies. Once testing was completed, the rolling loop and parallelogram fiber assemblies were tested and verified to be the source of the fault. The second usm was returned for failure analysis. This usm was dead on arrival. The unit was tested and the setup joint (suj) button was failing on the insertion button test. A gold axes controller spar connector (acsc) printed circuit assembly (pca) was installed, and the unit passed the required test, verifying the acsc pca to be the source of the fault.